Event description:
It was reported that after a right hemicolectomy procedure, the mesentery of the small bowel appeared quite tethered. About 10cm proximal to the palpable mass, the terminal ileum was divided using the device. The mass originating from the terminal ileum did extend down into the mesentery; the entire area was excised en bloc. Specimen was removed, hemostasis checked and no bleeding present.the device was used to create a side-to-side functional end-to-end anastomosis. Lumen was identified and there appeared to be good hemostasis. The enterotomy was closed with four babcock clamps. The device was used was used to close off the enterotomy. The apices of the staple line were inverted using 3-0 vicryl sutures. The apex of the staple line was reinforced with 3-0vicryl suture as was the anti-mesenteric side of the staple line with 3-0vicryl.

Event description:
The customer stated an architect i2000 analyzer generated error code 1007, unable to process test, when reaction vessels of lot 69436p100 were in use. This issue was resolved with the implementation of a new lot. There was no adverse impact to patient management reported.

Event description:
As part of a retrospective complaint review associated with an investigation of low impedance events, the events in this complaint investigation were assessed for the possibility of a short-circuit condition in the implanted lead. Based on clinical symptoms and the diagnostic history of the pt's device, this file was found to be possibly related to a short-circuit condition. It was reported, a pt was experiencing magnet failure as the magnet would not stop the device from stimulating. Also the pt was experiencing continuous stimulation that lasted for 3-4 hours after a magnet stimulation. Due to the continuous stimulation, the pt was experiencing muscle spasms. The pt reported increased seizures. The nurse practitioner in the physician's office stated, the reported issues were not related to vns therapy. She stated, the pt was experiencing high anxiety and cardiac issues that caused the "perceived issues". The np re-educated the pt on swiping the magnet and what the intended results would be and has scheduled the pt for a cardiac cath.

Manufacturer narrative:
(B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The investigation identified rvs lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The investigation identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. Other contributing factors that can generate a static charge on the rvs include low humidity, handling, shipping and creation of charge within the architect instruments themselves. In addition, abbott has implemented static charge testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.

Manufacturer narrative:
(B)(4). Suspect medical device, lot #: additional architect reaction vessel lot 71234p100, expiration: n/a. Upon further review, it was determined another suspect architect reaction vessel lot, 71234p100 was in use at the customer facility. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Suspect medical device, lot #: architect reaction vessel lot 71234p100, device MFR. Date: 11/19/08, expiration date: na architect i2000 analyzer, list # 8c89-01, (B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The previous investigation identified rv lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The previous investigation also identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. The latest investigation identified additional variables within the suppliers molding manufacturing process. Abbott has implemented more stringent static charge sampling and testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.

Manufacturer narrative:
Concomitant medical products: analyzer. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.